Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Device s/n is now known previous FDA report number (report sent without device serial number) was 2950456000200400002. Mfg site also changed to correlate with device serial number. H10: f10: mfg device and pt codes used.